Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by an arthrex employee via email that an ar-9621-25t 25mm tap broke. This was discovered during a case and broke in use. Per facility: "we had a tap that was used in surgery today and the tip broke off. All pieces were retrieved and there was no patient harm. They opened another tray to finish the case."

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the tip of the device is missing. It was also noted that there were circumferential marks on the device. The piece of the tap that was broken off was not returned for investigation. The cause of this remains undetermined.